Event description:
A loud sound along with high priority alarm coming from the ventilator. Bottom tiles flashing on and then off, alarming with "internal communication error te:55". Vent was still providing support to patient with no loss of power and no changes to patient hemodynamics. No response from sounding alarm by pushing silence button. Our biomedical team found the logs showed the te 55 and another technical error 28. Opened a call with getinge USA who recommended changing the control cable, which was intermittent and faulty. This intervention was performed, fixed the issue, and the unit was cleared to return to the floor.